Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the inside casing of the pump. The customer stated that the drive support cap is sticking out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and address serial number label peeling damaged. The drive support was inspected and no anomaly was noted.